Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure as the surgeon was rotating the iol in the capsular bag, the bag ruptured requiring the lens to be removed and a vitrectomy was performed. Another lens was implanted and the event is noted to be resolved.